Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that there was no instrument malfunction during the time of the event. The cse checked the aspirate probes. The cse also checked the system for fluid leaks. The cause of the discordant tniu result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated cardiac troponin I (tniu) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same system, resulting lower. The customer tested another sample from the same patient, which also resulted lower. It is unknown as to which repeat result was reported to the physician(s) as the corrected result. There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.